Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to pop. The patient experienced pain, urinary problems, recurrence, neuromuscular problems. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and on (B)(6) 2011 and mesh were implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with lysis of adhesions and bso. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.